Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced double glucose readings from the continuous glucose monitor (cgm) that were conflicting. No additional event or patient information is available. Data was not provided for evaluation. Confirmation of the reported issue was not determined. A root cause could not be determined.